Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was instructed to contact technical support again if any malfunction code reappeared and confirmed understanding of the instructions.